Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. No further information was available and patient status was not provided.

Event description:
Further information was received that the patient reported to the emergency after feeling the physical sensation of device shock. It was noted that the device delivered both inappropriate shock and anti-tachycardia pacing (atp). Medication changes were made by the physician, and the patient was stable following intervention.